Event description:
It was reported that the patients ipg was moving around which was painful and was not feeling stimulation. The patient was also having difficulty charging and the ipg would not hold a charge. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The ipg remains implanted.